Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for continuous ambulatory peritoneal dialysis (capd). Therapy was ongoing. The patient experienced cloudy effluent and abdominal pain as a result of the peritonitis. The cause of the peritonitis was unknown. Treatment for the event was not reported. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient recovered from peritonitis and was discharged from the hospital. No further information is available at this time. Should relevant additional information become available, a follow-up report will be submitted.